Event description:
After suctioning patient endotracheal tube the intracranial pressure elevated to greater than 20 (to 22) and the alarm for the catheter sounded. At 10 seconds later a high beep then low alarm sounded and the screen went blank, displaying "catheter failure" on the screen and "-" where the number would be. After checking connections and restarting the camino monitor it continued to say "catheter failure". The rep was called, we had no other troubleshooting options.